Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. Patient's mother reported that the patient vomited three times and stated that he was not feeling well. Patient's mother tested the patient's ketones and the test displayed that he had diabetic ketoacidosis (dka). The patient was driven to the hospital where he was admitted for dka and hypoglycemia and was treated with insulin, water and intravenous therapy for two days. The patient was released on (B)(6) 2017. At the time of the event, the continuous glucose monitor (cgm) had not been calibrated for 24 hours and was not displaying glucose readings. It was indicated that after a calibration was performed, the cgm did alert. At the time of contact, the patient was in good condition. No additional event or patient information is available. Data was provided for evaluation. Review of data found that the patient received a calibration prompt on (B)(6) 2017 at 9:02pm and the prompt persisted until (B)(6) 2017 at 8:57pm. At 9:00pm on (B)(6) 2017 the patient attempted to enter a calibration of 447mg/dl which resulted in the cgm not accepting the calibration. The system does not allow calibrations over 400mg/dl to be entered. The patient then entered a calibration value of 399mg/dl at 9:44pm and readings resumed at 9:46pm. No root cause was determined as there was no allegation of malfunction against the cgm system. It was indicated that the patient did not enter calibrations for 24 hours. Labeling indicates: calibrate the dexcom g5 at least once every 12 hours. The dexcom g5 needs to be calibrated in order to provide accurate readings. Do not use the dexcom g5 for diabetes treatment decisions unless you have followed the prompts from the device and calibrated every 12 hours after the initial calibration.